Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed device evaluation. Failure analysis replicated and confirmed the customer reported complaint "the wire popped off." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was initially reported that prior to a da vinci-assisted surgical procedure, the customer noticed that a wire popped off the 8 mm tenaculum forceps when taking out of the sterile packaging (out of the box). There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a da vinci-assisted myomectomy surgical procedure, the customer had issues with a tenaculum forceps instrument. Customer was approximately 1 hour into the procedure (using the tenaculum forceps along the way with no issue). Upon using the instrument on fibroid tissue, the instrument got stuck. They were able to use the instrument release kit (irk) to open the jaws and remove the instrument. Customer used a backup instrument to complete the procedure robotically with no report of patient injury.